Event description:
Pt implanted with rapidsorb orbital floor plates for an orbital floor blow out. Postoperatively, pt reportedly rejected plate and implant was removed. No reported infection.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.